Event description:
The surgeon was performing a lower anterior resection and the inferior mesenteric artery began to bleed even though it had been sealed with the vessel sealer. Proper measures were taken to stop the bleeding and the patient recovered.